Manufacturer narrative:
The user reported that the device over heated while charging and melted the charger and adapter while also damaging the charging port on the device. The physical device was returned for investigation. A charging cable and adapter were not returned. Thermal damage was observed to the plastic surrounding the charging port. Damage was observed to the connector piece within the charging port. Red fibers were observed within the charging port of the device. No download data was obtained as the device was not plugged in due to the thermal damage observed at the charging port. Cloud logs were not uploaded by the user. Both back covers of the device were removed to inspect the pcbs and fluid ingress indicators. No damage, defects, or signs of fluid ingress were observed. The transient nature of small shorts that cause these events often results in the elimination of the evidence due to the heat generated. The thermal failure observed is consistent with the types of thermal incidents associated with usb-c connectors when contamination, moisture, or metallic debris causes an electrical short during charging of the device. It could not conclusively be determined if the observed red fiber debris caused the reported thermal event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
A patient reports while charging their controller the port was damaged due to heat. In addition the charging cable had meted and the adapter was damaged. The patient reports having back up needle's for treatment.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented.